Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the device was explanted to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the device was replaced during the explant procedure.

Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. The source of the high current draw was lost during analysis. The cause of the high current draw could not be determined.

Event description:
It was reported that premature battery depletion was suspected on the device. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. The device is anticipated to be explanted and replaced to resolve the event. No intervention has been performed at this time. The patient was in stable condition.